Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 158mg/dl. System check was performed and the pump performed as intended. No damage was noted to the cannula. Reportedly, the pump is worn inside the customer's pocket. Tandem technical support shipped the customer a case for the pump to prevent temperature changes.